Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the customer experienced difficulty inserting the cd infusion set, stating the needle sometimes did not insert into the skin and required multiple attempts, while confirming the needle cover was removed; a goodwill shipment of cd infusion sets was arranged. Customer care provided support that included communication with the customer. Investigation of this case revealed no device problem found and identified a usage problem related to the cannula, consistent with improper or incorrect procedure or method. Symptoms included a needle stick or puncture, with no clinical symptoms, or injury reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.